Event description:
Issues encountered, as reported by dialysis staff: the tip of the IV prong/ priming set is sharp and causes injury to the user when attaching the line to the saline bag. There have been incidents where staff sustained minor cuts and/or scratches when attaching the priming set to the saline bag. The priming set does not securely attach to the saline bag. An unexpected disconnection causes fluid to flow out of the bag, compromises the sterility of the setup, and may allow air to enter the hemodialysis lines. Transducer is not securely attached to the line. Arterial and venous clamps are too rigid and hard to clamp. The affected product was pulled from our supplies and replaced with an item from a different manufacturer. Manufacturer response for blood tubing set for hemodialysis with transducer protectors and priming set, nipro blood tubing set (per site reporter). Message sent to the manufacturer through their website and the vendor has been notified of our concerns.